Event description:
It was reported that during xia3 surgery, when the surgeon used the torque wrench to perform final tightening of the blocker, when the tip of the torque wrench broke. The surgeon removed the tip of broken torque wrench from the patient inside of the body.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. The torsion shaft used in lot 115823 was manufactured by lab medical and heat treated by hardline. This type of breakage has been investigated and addressed under CAPA (B)(4); the root cause was an inadequate heat treatment process in 2007, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). The causes identified in this CAPA are all consistent with the findings presented in the third party performed analysis. Poor manufacturing (machining lines) leads to a weaker hex-tip: machining lines create stress concentration areas.additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: this testing concluded that the breakage was due to semi fragile sudden rupture process initiated by a significant notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing.

Manufacturer narrative:
Method: device history review; complaint history review; results: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement. Conclusion: the hex-tip on the returned instrument was confirmed to be broken. A CAPA was created to investigate the recurrent issue of hex-tip breakage on xia 3 titanium, xia 3 titanium short, xia ii and mantis redux torque wrenches.

Event description:
It was reported that during xia3 surgery, when the surgeon used the torque wrench to perform final tightening of the blocker, when the tip of the torque wrench broke. The surgeon removed the tip of broken torque wrench from the patient inside of the body.